Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced "recurrent symptoms" and was found to have a late erosion of the sling tape. The patient underwent a revision procedure on an unknown date.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.